Manufacturer narrative:
Esp member advised capping the inner lumen hub and informing next nurse. Confirmed pump can function with ECG and fiber optic even without inner lumen, though having both is ideal for backup.

Event description:
User called into emergency support program line to request and report issue during use sensation plus 50cc intra aortic balloon (iab) had clotted lumen issue occurred. There was no harm or injury reported.